Event description:
The patient was revised because of loosening of the femoral component.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported device loosening; however, the initial reporting stated the patient had a severe case on synovitis which cause the femur to loosening. The initial reporting indicated the product was not suspected of failing to meet specifications or of contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.